Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was over 600 mg/dl. Customer went to the hospital for treatment and was admitted for diabetic ketoacidosis (dka) and heart attack. Novolog insulin (45 units) was administered. Elevated bg/dka were resolved. Customer was discharged on (B)(6) 2018 with no permanent injury. Customer did not know cause of elevated bg. At the time of the report, customer declined to provide further information regarding the hospitalization. It is unknown if the cause of the heart attack was related to diabetes. Tandem clinical diabetes specialist (cds) inspected the pump and no issues were identified. Cds attempted to contact customer to obtain additional information regarding event; however, customer did not reply.